Manufacturer narrative:
The device history records were reviewed and did not reveal any anomaly that could explain the reported event. The device was not returned for evaluation. The complaint was unconfirmed. Without the actual device to analyze, the root cause of the reported events could not be determined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 9612007-2019-00016.

Event description:
This is 2 of 2 reports; this is in reference to the second probe. A customer reported that the ip1p probe (kit containing cc1.p1 and the ip1 introducer) with serial number 058 was inserted on (B)(6) 2019 at 17h30. The highest value was read after the second hour of use: 14.6 and the lowest: 6.3. The tissue hypoxia could not be explain by other patient factor. The probe failed oxygen challenge. The position of the probe was checked via computerized tomography (CT) scan. The conclusion was that the probe was defective. The probe was changed to a second ip1p with serial number (B)(4) on (B)(6) 2019 which gave a value of zero at start.